Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
Duo fluid cart had a blown fuse. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Duo fluid cart had a blown fuse. The work order indicates that there was patient harm involved. Follow up is being carried out to find out the harm that occurred. No additional patient consequences were reported as a result of this malfunction.